Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this device exhibited high pace impedance (>2000 ohms) when connected to the right atrial (ra) lead and while in bipolar configuration. Surgical intervention was performed to cap and replace the ra lead. During the procedure, the device was explanted due to longevity of 0.5 years remaining. The explanted device was returned to boston scientific for analysis. There were no adverse patient effects reported.